Event description:
It was reported by svc report that the siderail was not locking in the upright position. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail latch. The reason for the serialization starting with 90xxx is to provide clarification following a chang e in stryker's electronic complaint systems.